Event description:
The device was used during a laparoscopic hemiotomy procedure. Reportedly, the staples did not form properly and the instrument did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.